Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer allege insulin pump was under delivering insulin. The customer experienced high blood glucose level and treated it with manual injection. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. The insulin pump will not be returned for analysis.